Event description:
It was reported that this patient had received an inappropriate shock due to t-wave oversensing. This shock induced the patient which required four different shocks to successfully convert the patient. No reprogramming was performed at this time. This is considered a device malfunction as multiple inappropriate shocks were provided. No adverse events were reported.